Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/30/2014 with the following findings: no evidence of short battery life was observed in the black box data. Visual inspection revealed that the battery compartment was completely intact. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). Evaluation revealed that the pump drew electrical current at levels within the specifications: evidence of excessive battery usage was not observed. The pump case was removed, and no internal defects were found. The reported event was not duplicated. Unrelated to the reported event, the slot on the top of the battery cap was damaged, making it difficult to removed the cap from the pump.